Event description:
Implanted mtf cirtico-cancellous acf, lordotic, 7mm to anterior cervical spine. Once implanted, the bone implant broke into multiple pieces. The broken implant was removed and a new 7mm bone graft was implanted.